Event description:
There was a connectivity issue with the mapping catheter after placed into the patient. The catheter was removed and replaced with no reported harm to the patient. Manufacturer response for high density vascular mapping catheter, 7fr pentaray nav eco highdensity mapping catheter, 2-6-2 spacing, f-curve (per site reporter).